Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of herniated disc involved in med (microendoscopic discectomy) procedure. Levels implanted- l4/5. It was reported that intra-operatively, there was malfunction in disk part. Product came in contact with patient but there were no patient symptoms or complications reported as a result of this event. There was delay in overall procedure time within 15 minutes.